Event description:
Additional information received - the surgeon is seeing the "rings" under a slit lamp at the standard setting. The reporter stated the rings are prominent but the patients seem okay and are not going to have the lenses explanted.

Event description:
The reporter indicated the surgeon implanted a cc4204a collamer aspheric single piece lens on (B)(6) 2011. At a post-op visit, the surgeon noted "rings" in the lens body. The patient complained of irregularities in their vision. The lens remains implanted.

Manufacturer narrative:
Method: medical review. Results: medical review - review of this file indicates that the patient experienced visual irregularities due to deformities in the iol. The visual problems are not severe enough to necessitate medical or surgical intervention. Some visual irregularities especially when they are minor become unnoticeable in time. This is due to the brain adapting to these visual irregularities. No other intervention needs to be performed unless patient's vision is compromised. Conclusions: based on the complaint history, work order search, medical review and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review. Results: a review of the device history record was performed and review of the manufacturing process and sop indicates that the bulls eye pattern is commonly caused by the lathing process. Per qcsop 900 and lens cosmetic standards 110-r & 111-r, the manufacturing operators are trained to inspect for this defect. Since the lens lot is 100% inspected for cosmetic defects, any lens with a bulls eye pattern which is detectable at 10x magnification shall be filtered and rejected. It is possible that the bulls eye pattern is similar to that demonstrated by cosmetic standards 110-r & 111-r but very light in intensity and cannot be detected at the magnification used at cosmetic inspection. Based on this, there is no evident cause identifiable on what the root cause to this complaint is. Possible root causes would be using dirty or defective lathing tools, inadequate tumbling, inadequate inspection, and /or inadequately trained manufacturing personnel. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and the device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Device evaluated by manufacturer? No: lens remains implanted. Method: lens work order search results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).